Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had always exhibited shock impedances below 90 ohms. During a routine follow up visit, the manual test with the triad shock vector revealed shock impedances greater than 125 ohms. The shock vector was programmed to single coil configuration and again, shock impedances greater than 125 ohms were observed. A boston scientific technical service consultant was contacted and discussed that with this new family of devices and their sensitivity, external noise could interfere with the device measurements; however, a source in the follow-up room could not be determined. The patient was moved to the patient ward and the shock impedances were measured again. The shock impedances were within normal range and stable at 80 ohms. This finding supports the assumption that there must have been a source for electromagnetic interference (emi) in the follow-up room interfering with the measurement. The device and competitor lead remain implanted and the patient will be monitored closely. No adverse patient effects were reported.

Manufacturer narrative:
The pacing system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.